Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Injury: fall in (B)(6), since then it presents low back pain with a truncated sciatic irradiation without motor deficit. Intervention required: no outcome:resolved with sequelae on (B)(6)2013 it was reported that on (B)(6) 2013, post-op, the patient complained with low back pain with a truncated sciatic irradiation without motor deficit. The CT scan of the patient was abnormal (date of CT and abnormality unknown). As a result of this event the patient scheduled visit to the doctor. The following information regarding rhbmp-2/acs was reported: - study procedure relatedness: not related - device/other component relatedness, specify: not related. Sponsor assessment: - rhbmp-2/acs relatedness: not related - study procedure relatedness: related. (As it is 108 days post procedure and treated level at procedure was l5-s1, this is possibly related to the procedure.) - device/other component relatedness, specify: not related.